Event description:
It was reported that during a rotator cuff repair procedure using a magnum 2 knotless implant, after inserting into bone, the suture pulled out of the implant. The implant was abandoned in the bone, making it necessary to drill a new bone hole. The procedure was completed without significant delays, using another arthrocare device. There were no pt complications reported as a result of this event.